Event description:
It was reported that during testing conducted at the manufacturer facility, the saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found on several internal components of the device, including the motor assembly. The presence of internal corrosion is a probable cause of the headpiece causing a bias current warning since corrosion can interfere with the device's electrical current.